Event description:
It was reported that 2 days post-implant, the patient received an alert for high impedance. Twitching and a loss of capture were observed. X-ray and CT scan revealed perforation. The physician performed drainage, and the lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.